Event description:
The customer reported that when the grounding pad was removed following an rf ablation procedure, a burn injury was noted at the pad site. The burn was described as 2nd degree with white discoloration and swelling. Info regarding type of treatment was not available.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been rec'd for eval. Add'l questions in regard to the incident have been asked. If the sample is rec'd, or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.